Event description:
It has been reported that the device has damaged pins inside the cartridge cavity.

Manufacturer narrative:
(B)(4). Customer reported the device has bent pins in the cartridge area. Device is unable to be repaired.